Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to blood clots, clotting, and/or occlusion of the ivc. The following additional information received per the medical records indicate that the filter was placed via the right femoral vein and deployed in the infrarenal ivc. The patient tolerated the procedure well. Approximately four years later, a computed tomography (CT) scan of the abdomen and pelvis was performed for post "phlebotic" syndrome and again six years later for rapid weight gain and leg swelling. The CT scan indicated a vena cava filter in place with extensive thrombus involving the entire ivc inferior to the filter and involving both common iliac with thrombus extending into the left internal iliac vein and minimally into the left external iliac vein and extending in a more pronounced fashion into the right external iliac vein. Thrombus in the external iliac veins is nonocclusive, but thrombus in the common iliac veins and the inferior aspect of the ivc is completely occlusive. The patient also completed a venacavogram which showed chronic occlusion of the lower ivc and both common iliac veins with a multitude of smaller collateral veins. According to the information received in the patient profile from (ppf), blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The information also indicated that the patient has occlusion of the ivc, difficulty breathing, extreme leg swelling and pain, difficulty ambulating and experiences mental anguish and anxiety related to the filter being implanted.

Manufacturer narrative:
An updated was received that the patient has weight gain. There was a lot of anxiety when medical people could not figure out what was wrong. Labs indicated blood clots which could not be found. Once they found the totally occluded vena cava at the ivc filter, radiology attempted to clear out the clots. The ivc filter and the iliac veins were occluded. The patient fears dying. The patient has ongoing anxiety related to the need for lifelong anticoagulation and possible life-threatening bleeding. The patient bruises easily from minor bumps. She also lacks optimal circulation which causes leg swelling and difficulty to control lymphedema. The patient reports to be on lifetime anticoagulation. She experiences inconvenience and difficulty maintaining a consistent inr with anticoagulation. The patient also fears uncontrolled bleeding. It has also been difficult to control lymphedema in the legs.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava filter. The indication for filter placement is not available. Per the medical records, the filter was deployed in the infrarenal ivc. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to blood clots, clotting, and/or occlusion of the ivc. Approximately four years later, a CT scan of the abdomen and pelvis was performed for post phlebotic syndrome and again six years later for rapid weight gain and leg swelling. The CT scan indicated a vena cava filter in place with extensive thrombus from the inferior ivc to both common iliac veins, extending into bilateral internal iliac veins. Thrombus in the external iliac veins is nonocclusive, but thrombus in the common iliac veins and the inferior aspect of the ivc is completely occlusive. The venogram also showed a multitude of smaller collateral veins. Per the patient profile from (ppf), blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The information also indicated that the patient has occlusion of the ivc, difficulty breathing, extreme leg swelling and pain, difficulty ambulating and experiences mental anguish, fear and anxiety related to the filter being implanted. The patient reports weight gain. The patient bruises easily from minor bumps. She also lacks optimal circulation which causes leg swelling and difficulty to control lymphedema. When the totally occluded vena cava at the ivc filter was found, an attempt was made clear out the clots. The ivc filter and the iliac veins were occluded. The patient reports to be on lifetime anticoagulation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Difficulty breathing, swelling of the legs, and leg pain do not represent a device malfunction and may be related to underlying patient related issues. Anxiety and weight gain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.